Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Removed back cover and found that air compressor connector was loose from the power control board. The root cause of the reported issue was found to be faulty pump assembly. Actions were taken to mitigate the reported issue: replaced faulty pump assembly and cracked return tube. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the pressure chambers would not inflate. No patient injury was reported.